Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive did receive the generic power distribution (gpd), remote arm controller (rac) and surgeon backplane (sbp) and completed failure analysis. Visual inspection, no issues were found that are related to the reported issue. The rac was installed onto the golden system and completed program no problem so far, continued performance was set to 10 power cycles and sitting idle for one hour. After testing ten power cycles, the system error logs were inspected, but no error could be identified. Visual inspection, no physical damage was found on the board. The sbp was then installed onto the golden system, where it functioned as expected. The system powered cycle ten times but the reported error 810 was not able to trigger in the laptop app. This sbp was found to be fully functional. The gpd was installed onto the golden system. Upon power on, the system failed with error 810.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the generic power distribution (gpd), surgeon backplane (sbp), and the remote arm controller (rac), the system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a training/demo of the da vinci system error 810 occurred on the surgeon side console 2. There were no report of patient involvement and no report of patient injury.